Manufacturer narrative:
Evaluation results: operational problem - no abnormality was noted during preparation and inspection of the device prior to use. The device passed through a previously deployed stent, this may have caused damage to the balloon. Evaluation conclusion: operational context caused or contributed to event - no abnormality was noted during preparation and inspection of the device prior to use. The device passed through a previously deployed stent, this may have caused damage to the balloon.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat the tibial anterior. The lesion exhibited no tortuosity, moderate calcification and multi-segment stenosis. No abnormality noted during preparation and inspection of the device prior to use. No resistance noted during delivery of the device to lesion. A rubicos support catheter was used .the device passed through a previously deployed stent -viabhan. When the doctor inflated the balloon catheter to 5 atm (approximately 12 seconds) on the first inflation, he detected that it had a rupture. No difficulty removing the device, lesion was treated with angioplasty. No patient complications.